Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer has high blood glucose levels of 525mg/dl. The customer also reported a no delivery alarm. Troubleshooting occured. It was found that the no delivery alarm occured due to set occlusion. No additional information was provided.